Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d4, d6b, g1, g2, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "liquid accumulation." The device remains implanted. Patient experienced seroma with previous breast implants.